Event description:
Info received indicates the right siderail caregiver control assembly caused the head up function to move unintentionally.

Manufacturer narrative:
The tech replaced the right caregiver control assembly to repair the bed.